Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that they do not have any more information regarding the patient. The patient stated that they wanted to have the system revised because they count on the therapy for pain relief. Surgical intervention has not yet occurred and the issues have not yet been resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient had the broken leads revised and the system is working fine now. The patient thought the leads may have broken on a trip they were on in (B)(6). No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 387445, lot# v950066, implanted: (B)(6) 2012, product type: screening device. Product ID 387445, lot# v950066, implanted: (B)(6) 2012, product type: screening device.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). The rep reported that the leads were broken. The patient stated that the system has not been running like normal. It was not using as much of the battery and recharging sessions were shorter and shorter. The patient tried to turn their system up to where they could feel it and got to 5 volts but did not feel anything. Then all of a sudden they would get an intense surge that lasted about a minute then turned off. This happened twice. The patient has not had it on since. The patient does not remember having any falls or accidents but noted that they are very active and do a lot of yoga. The patient started noticing their hands hurting more which is where the stimulation was helping. The patient had a nurse look at their pocket site and they described it as scar tissue that was built up by the pocket site. The rep did an impedance check and all electrodes on both leads had impedances over 10,000. The rep checked each electrode and they were all over 10,000. The rep had the nurse look at the pocket site again and the nurse was unsure what it was but said it felt like a hard ball formation. The rep stated that x-rays would be taken and there would be a discussion around revising the system. The issue was not resolved at the time of the report. The rep noted that the product was not replaced but would be replaced in the future. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.